Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. It was also unable to perform the occlusion and excessive no delivery tests due to prime/fill anomaly. Device passed the rewind, displacement test and basic occlusion tests. The motor passed the motor test. Device had a scratched display window, cracked reservoir tube lip and broken belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and no delivery multiple times. Customer's blood glucose was high at 500 mg/dl. The customer stated she changed the set and was able to treat with the insulin pump and had not received alarms since then. The drive support cap is recessed. The customer stated she is exposed to x-rays almost daily and a couple of weeks back had an MRI and did not remove the insulin pump. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.